Event description:
It was reported by service report that the fowler would not stay down. There was pt involvement, however, no adverse consequences have been reported.

Manufacturer narrative:
Gas spring trip.